Event description:
Patient underwent a laparoscopic robotic assisted right partial nephrectomy using robotic surgery. No complications noted from this device failure. No identified patient harm. Surgical time 3 hours. Two tip failures tip 1 failed at 65 minutes (this report) and was replaced. Tip cover noted to be splitting while watching procedure on video screen. No electrosurgical arcing noted. Used with valleylab forcefx esu with settings 35 cut/35 coag. Robotic arms tip used for approximately one hour and 5 minutes. Scissor instrument version 10. Tip 2 (separate medsun report) also failed at 80 minutes.